Event description:
Pt was in a bike accident in which injury occurred to the face, including a broken mandible, maxilla, and right side zygomatic arch. Pt had first bilateral tmj surgery in 1993 which consisted of a condylectomy and dermal graft. Four months later the grafts failed on both sides. In 1994 pt received bilateral tmj cobalt chrom fossa implants. Beginning in 1998 pt experienced severe pain and swelling bilaterally which intensified as time went on to the point of near daily injections of demerol, toradol, and phenergan. Pt had bilateral gross swelling of the face which caused black eyes. Implants removed in 2002 and a flap from the temporalis muscle was inserted. During the surgery the surgeon found large amounts of yellow tissue material. The material was sent to pathology and came back as calcium pyrophosphate -pseudogout- and possible chromium ion poisioning from the reaction with the cobolt chrome metal. Pt contacted co in november 2002 asking if anyone had ever had a bad experience to the metal in their product and they denied any pts having reactions to the metal in their products. Starting august 1999 pt had chronic and severe diarrhea and frequent migraine headaches. September 2001 had a new onset of seizures. November 2001 pt started having severe cases of pneumonia which required three week long hospitalizations and bronchoscopies. A few months prior to their death the pseudogout returned in thier jaw. Pt died in 2003. Cause of death is unk.